Manufacturer narrative:
(B)(4)

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced no alerts from the g5 mobile application.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced no alerts from the g5 mobile application. No additional patient or event information is available.